Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low and high blood glucose with low blood glucose in the 40 to 50 mg/dl range at the time of the incident. The customer had highs of 280 to 300 mg/dl at the time of the high incidents. The customer used glucose tablets, juice, and honey to treat the lows and manual injections and the pump to treat the highs. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer stated they were either getting too little or too much insulin. Troubleshooting was not completed for the lows or highs. The customer reported having battery issues. The insulin pump will not be returned for analysis.